Event description:
It was reported that this right ventricular (rv) lead exhibited dislodgement and noted a loss of capture (loc) and low impedance that was confirmed through x-ray. The physician attempted to reposition the lead, but the helix was not retracting. A new lead with the same model was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited dislodgement and noted a loss of capture (loc) and low impedance that was confirmed through x-ray. The physician attempted to reposition the lead, but the helix was not retracting. A new lead with the same model was implanted. No additional adverse patient effects were reported.